Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 80-year-old male patient presenting in society for cardiovascular angiography & interventions (scai) stage a shock, prior to initiation of support. The impella was inserted for ventricular support during a protected percutaneous intervention (pci). The patient's comorbidities were not reported. During the procedure, the companion sheath would not advance inside the 14frx25cm peel-away sheath. Patient received a lateral stick at the 10 o-clock position. The companion sheath was pulled out, and the dilator and the tip of the sheath were noted to be bent. Single access with a new companion sheath was inserted with no issues. The impella device will be reported due to the exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.